Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. A root cause could not be determined due to insufficient information. The software case logs that were provided for investigation did not contain information from the time period of which the event took place. The correct case logs could not be obtained after multiple good faith attempts. The correct case logs could not be obtained after multiple good faith attempts. Furthermore, an engineer from the field service team was dispatched the issue described. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Monitor turns off randomly. Motion communication error. System will not connect with cam orange information light. All these problems have happened after the installation of the new software.